Event description:
It was reported that the aysmptomatic patient presented in clinic for a follow up in backup vvi. The physician elected to replace the pulse generator because a user download was unsuccessful in restoring it.

Manufacturer narrative:
Na

Manufacturer narrative:
Final analysis found the pulse generator to be in back-up mode due to multiple flipped bits. The battery voltage dropped below end-of-life (eol) due to normal battery depletion, resulting in the inability to download. After replacing the battery, normal function ensued.

Event description:
Customer reportedly received results of 488 mg/dl and 104 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.